Event description:
A surgeon reports that a patient saw a dark arc in their peripheral vision for six months following intraocular lens (iol) implant surgery. The lens was removed and replaced with a different model. Symptoms persist following the lens exchange and have been described by the patient as being worst than before the exchange. Additional information has been requested.